Manufacturer narrative:
Siemens continues to investigate. The limitations section of the instructions for use states: "this assay should not be used to diagnose or exclude acute infection. Results are not intended to be used as the sole basis for patient management decisions. Test results should be interpreted in conjunction with clinical observations, patient history, epidemiological information, and other laboratory findings." "Patient specimens may be nonreactive if collected during the early (pre-seroconversion) phase of illness or due to a decline in titer over time. In addition, the immune response may be depressed in elderly, immunocompromised, or immunosuppressed patients" a false negative/non-reactive result would be correlated with clinical history and presentation and may lead to additional testing and/or continued precautions to avoid infection with negligible clinical impact. Although there is no potential for serious injury in this case, an MDR will be reported to the FDA as a requirement of the emergency use authorization (eua).

Event description:
The customer observed non-reactive (negative) advia centaur xp sars-cov-2 total (cov2t) results for a patient who was a >14 days post-infected asymptomatic patient who had tested positive with real-time pcr method. It is unknown if the customer reported the advia centaur xp cov2t results to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant cov2t results.

Manufacturer narrative:
MDR 1219913-2021-00049 was filed on january 11, 2021. Additional information - january 17 2021: the following information was not available when the initial MDR was filed: reagent lot number, expiration date and date of manufacture. This information has been added. Customer contact name. This information was added. Additionally, the actual patient sample results were not available. (B)(4) index <0.05, <0.05, (b)94) index 0.48, 0.75. The results were not reported to the physician(s). Siemens healthcare diagnostics has concluded its investigation. Advia centaur xp sars-cov-2 total (cov2t) lot 709005 resulted non-reactive and reactive with sars-cov-2 pcr method. Blood samples collected <14 days from initial positive pcr, patient may not have antibodies yet. It is recommended a sample be drawn later in infection and tested. Blood samples collected >14 days from initial positive pcr, additional information is needed. There is not an expectation the siemens cov2t assay correlates with all serology methods due to different antigens being used, different specificities and sensitivities of the serology methods and the assay architecture. Based on the information provided, no product problem was identified. The customer is operational. No further action is needed. The advia centaur sars-cov-2 total (cov2t) lot 005 is performing as intended. A product performance issue has not been identified. No further evaluation of the device is required.